Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of fentanyl 2500mcg/50ml was started on an sicu patient at 05:54am to infuse at 50 mcg/min, with a vtbi of 30 ml. At 06:00 the rate and dose were confirmed by the night nurse and confirmed again at 7am. At 10:32 the infusion was paused as the user noted the first bag was empty and the pump had not yet alarmed for "air in line". At 11:04 a second bag of fentanyl was set for 50mcg/min with a 50 ml vtbi. At 12:21 the user noted that the patient's blood pressure was low and required IV levophed for blood pressure support. The nurse checked the infusion and noticed that the second bag of fentanyl had infused in less than 2 hours.

Manufacturer narrative:
Concomitant products: (2) bags hospira fentanyl citrate lot # 161520066m, exp. 05 august 2016, therapy date (B)(6) 2016. The customer¿s report of two IV bags of fentanyl infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Visual inspection of the primary set noted no damage or any anomalies. Analysis of the pcu event log shows that at 5:34am on (B)(6) 2016 the pump module was programmed to infuse fentanyl 2500mcg in 50ml (drugid 165). The dose was programmed as 50mcg/hr which made the rate 1ml/hr. One bolus of 50mcg was given at 5:48 am and the infusion continued until 10:09 am when the device was channeled off. At 10:44 the infusion was restored and continued until 11:21am when the device was channeled off. At 11:50am, the infusion was restored; it continued until 12:59pm when the device was removed due to a channel disconnect. The infusion was restored within a few seconds. At 1:10pm, a bolus dose of 50mcg was restored and administered. At 1:12pm, the device was channeled off. The volume recorded as being infused during this period was 8.241ml. The starting volume of the fluid containers cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. Testing of the administration set showed no leaking or other issues. The dose was initially reported by the customer as both 50 mcg/min and 50mcg/ml/hr; clarification was requested from the customer and the pharmacist replied that the dose was 50mcg/min. Based on this reported dose and the log finding of 50mcg/hr having been programmed, the reported overinfusion was not confirmed. The root cause of the report of two bags of fentanyl infusing faster than expected was not identified.

Event description:
The dosing unit was initially reported by the customer as both mcg/min and mcg/ml/hr. Since normal fentanyl continuous infusion dosing is in mcg/hr, the customer was questioned about the reported dose and confirmed that the intended dose was 50 mcg/min.